Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas. Additionally, this evaluation confirmed internal driveline wire damage. (B)(4) was returned assembled with the driveline severed approximately 10.5¿ from the pump housing. The remainder of the driveline was returned in one segment measuring approximately 27.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The sealed outflow graft bend relief collar was returned detached from the outflow graft and bend relief hardware. Upon disassembly of the device, a small deposition was observed between two of the rotor blades. Further analysis also revealed tissue-like depositions adjacent to the bearing ball within the proximal side of the outlet stator. Their lack of concentric layering and lack of areas of denaturation suggest that these depositions were not present for an extended period of time while the device was supporting the patient. In addition, they did not appear to have formed in these locations and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions or similar depositions were in the pump or passing through the pump during operation, they could have contributed to the elevations in pump power captured in the submitted log file. In addition, they could have potentially contributed to the report of elevated ldh. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Both driveline segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the dl revealed damage to the insulation of the black, yellow and green wires approximately 6.25¿ from the pump housing, as well as the orange wire approximately 6.5¿ from the pump housing. This damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The submitted log file did not indicate any interruptions in pump support or suspect driveline related issues. However, if the exposed conductors of the green, yellow, orange or black wires contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in alarms and interruptions in pump function. Such events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. The damaged portions of the driveline were removed before the pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for increased ldh and questionable pump thrombus with power spikes. Based on the log file, technical service stated that the device is operating as expected. No additional information was provided.

Event description:
Additional information on 1oct2018: a ramp echo was performed on (B)(6) 2018 and showed adequate pump function. Ldh level was down trended to 299 on (B)(6) 2018. The patient was taking aspirin, dipyridamole, wafarin, and heparin drip. The patient received a heart transplant on 27sept2018 and is recovering. The pump was explanted and is returning for evaluation.